Event description:
During an acl procedure, a biorci interference screw broke into several pieces as it was being inserted. The user facility reported that they were able to retrieve all the pieces. In addition, the user facility reported that there was no injury or procedural complications.